Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. The lens was removed. No pt injury was reported. Add'l info has been requested from the user facility, but none has been forthcoming. If add'l info is received a supplemental medwatch shall be sent.

Manufacturer narrative:
Results - visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product. Conclusion - based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.